Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in the (cvor) cardio vascular operating room and immediately began alarming ¿optical sensor failure¿ when connected. A waveform was never produced. Troubleshooting did not reveal any external issues. The customer switched to using the radial line because the fluid lumen of the catheter did not produce a good waveform. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. One kink was observed on the inner lumen and catheter tubing near the y-fitting approximately 76.2cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and five breaks were observed; four within the orange sensor cable and the other within the y-fitting. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and blockage was only felt at the kinked location. The condition of the iab as received indicated an optical fiber break, a kink on the inner lumen and catheter tubing. The evaluation confirms reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A kink can also cause difficulty during aspiration and flushing of the inner lumen. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in the (cvor) cardio vascular operating room and immediately began alarming ¿optical sensor failure¿ when connected. A waveform was never produced. Troubleshooting did not reveal any external issues. The customer switched to using the radial line because the fluid lumen of the catheter did not produce a good waveform. There was no reported injury to the patient.